Event description:
The international customer reported the ventilator alarmed and turned off when the patient circuit was disconnected. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service engineer replaced the power management pcb board to address the reported problem. Final applicable testing was performed per operating specifications.